Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing excruciating pain at her ipg site due to the location. The physician suspects the ipg has flipped. The pt was also prescribed pain patches to apply over the ipg site. Follow up identified the pt underwent a revision surgery on (B)(6) 2014 where the ipg was relocated which resolved the issue.